Event description:
It was reported that during testing conducted at the manufacturer facility the device caused a bias current error to be displayed on the console. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The printed circuit board (flex assembly) within the motor, as well as the wire driver pc board were found to be damaged, which is a probable cause of the bias current error. The device has not been returned to the user facility at this time.